Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_cath, lot # unknown, explanted: (B)(6) 2015, product type catheter; product ID 8598, lot # b004295n43, implanted: (B)(6) 2003, explanted: (B)(6) 2015, product type catheter; product ID 8596, lot # b003916n49, implanted: (B)(6) 2003, explanted: (B)(6) 2015, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type catheter. Analysis of the 8780 (serial number - (B)(4)) catheter found no significant anomaly; the anchor was found to have not properly detached from the ascenda tool but it was still able to be used. (B)(4).

Event description:
Additional information was received from a health care professional (hcp) via a manufacturer representative (rep). It was reported the patient's mother complained of intermittent withdrawal and overdose. Since implant of the patient's current pump, their mother reported it had not been the same. She was very happy with the previous pump. "Recently", patient complained of tightness in all extremities and at the last pm<(>&<)>r (physical medicine and rehabilitation) on (B)(6) 2016 the gablofen dose in the infusion pump was increased from 275 mcg/day to 322 mcg/day. On (B)(6) 2016, the patient's mom reported they went home after their last appointment and the patient's shaking continued, as well as his tightness. On (B)(6) 2016, he suddenly became very loose and on (B)(6) 2016 became lethargic and vomited. It was noted he hadn't had oral baclofen since "(B)(6) 2016" and had been sleeping more since (B)(6) 2016. On (B)(6) 2016, a catheter access port study and CT dye study showed significant bubbling during aspiration of cerebrospinal fluid (csf). However, forward injection was smooth and no extravasation was seen. Contrast flowed from the c6 catheter tip casually into the thecal sac. A follow-up CT demonstrated good distribution of contrast throughout the thecal sac with no loculation or other complicating feature. When the existing catheter was disconnected from the pump, there was spontaneous retrograde flow of cerebrospinal fluid (csf). In terms of actions/interventions taken, the patient's pump and catheter were explanted and replaced. The issue was considered to be resolved at the time of report. The patient's status at the time of this report was listed as "alive - no injury."

Manufacturer narrative:
Product ID: neu_unknown_cath, lot# unknown, explanted: (B)(6) 2015, product type: catheter. Product ID: 8598, lot# b004295n43, implanted: (B)(6) 2003, explanted: (B)(6) 2015, product type: catheter. Product ID: 8596, lot# b003916n49, implanted: (B)(6) 2003, explanted: (B)(6) 2015, product type: catheter. Analysis of the catheter, model# 8598 , serial# (B)(4), found no significant anomalies. A dried drug, blood, or foreign material occlusion was found. Foreign material also found to be deposited on the surface of the catheter body. Analysis of the catheter, model# 8596 , serial# (B)(4), found no significant anomalies. A dried drug, blood, or foreign material occlusion was found. Foreign material also found to be deposited on the surface of the catheter body. Please refer to mfg. Report# 3007566237-2016-00485 for information pertaining to an unknown sutureless connector which was likely the cause for the event; found through analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8598, lot# b004295n43, implanted: (B)(6) 2003, explanted: (B)(6) 2015, product type: catheter. Product ID: 8596, lot# b003916n49, implanted: (B)(6) 2003, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient receiving gablofen ( concentration 2000 mcg/ml, dose 226 mcg/day) via an implantable pump. The indication for use was cerebral palsy and intractable spasticity. Other medications that the patient was taking were listed as; triliptal, miralax, vitamin d, amoxicillin. The patient's medical history was listed as; spinal infusion approximately two years ago, bilateral hip surgery, adenoid and tonsil removal, tendon lengthening in legs. The patient mom reported to the clinician that the patient demonstrated intermittent therapeutic effect - alternatively demonstrating signs of withdrawal as evidenced by itching, increased spasms, irritability then demonstrating signs of overdose as evidenced by somnolence and slow, shallow, breaths. On (B)(6) 2015, they successfully withdrew cerebrospinal fluid from the catheter access port. A catheter dye study showed contrast exiting from the tip of the catheter into the intrathecal space. The patient was given oral baclofen and tranxene and patient diminished the signs and symptoms of withdrawal. Surgical intervention occurred and the catheters were explanted and replaced on this report date. The patient was restarted on the previous rate of infusion (baclofen 226 mcg/day) flex programming. At the time of this report it was unknown as to whether the issue was resolved and patient status was "alive - no injury" the manufacturing representative later reported on the day after this report date indicating that the patient was currently receiving therapeutic effect